Manufacturer narrative:
Product analysis revealed a shaft separation and shaft damage. The proximal section of the guide catheter was engaged in an introducer sheath. The introducer sheath exhibited areas of axial compression damage (accordion folding) of the sheath. The guide catheter exhibited a shaft separation located 34.1 centimeters distally from the strain relief. The catheter also exhibited a cut in the shaft located 27.5 centimeters distally from the strain relief. The catheter also exhibited compression damage along the shaft as well, located 23.9 centimeters distally from the strain relief 2.8 centimeters long distally. The proximal section of the guide catheter was able to be removed from the introducer sheath with some resistance. Microscopic examination of the separation site revealed the catheter to have been cut with a sharp object. Further examination of the cut section of the guide catheter revealed it to have been cut with a sharp object as well. There is no mention of the shaft separation and shaft cut in the complaint description. Visual and microscopic examination of the material surrounding the compression damage did not reveal any inherent material deficiencies that would have contributed to the damage. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A review and analysis of all the available info is insufficient to determine an exact root cause.

Event description:
This complaint is now reportable based on the product analysis completed on 1/21/2008. It was reported that "the device kinked, another of the same was attempted and kinked also. There were no pt complications." The procedure was completed with a different device. The pt's condition is reported as "ok". However, the returned product analysis confirmed that there was shaft separation and shaft damage. An attempt to get additional info about the procedure and product were unsuccessful.